Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was performed. A 24mm watchman flx pro laa closure device was implanted on (B)(6) 2026. At the routine 45 day follow up, imaging showed that the closure device had shifted with a leak >5mm present. The patient did not have any medical concerns prior to leak find. There was no intervention performed or planned. The patient will remain on oral anticoagulation medication and will be reassessed at the next follow up.

Event description:
It was reported device shift occurred. A left atrial appendage closure (laac) procedure was performed. A 24mm watchman flx pro laa closure device was implanted on (B)(6) 2026. At the routine 45 day follow up, imaging showed that the closure device had shifted with a leak >5mm present. The patient did not have any medical concerns prior to leak find. There was no intervention performed or planned. The patient will remain on oral anticoagulation medication and will be reassessed at the next follow up.

Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.with all the available information, boston scientific (bsc) concludes:device technical analysisthe watchman flx pro laa closure device with delivery system remains implanted; therefore, returned device analysis could not be completed.media reviewthe provided medical media was captured during a follow up appointment and does not require further review by either bsc medical safety or watchman medical media subject matter experts.device history record reviewthe batch number of the watchman flx pro laa closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution.labeling reviewthere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx pro laa closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift and implant did not seal (medication required).risk reviewa risk review was completed and confirmed that the events of implant movement/shift and implant did not seal were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.